Event description:
Meter is giving sporadic results. Customer went to purchase another vial of strips, but the results were the same. Control solution was used to test the strips. High control solution results were below the high range for the test strips.